Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided. Reportedly, that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Reportedly, paramedics were called and attempted to treat customer with glucagon, however; customer was taken to the hospital. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.